Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and motor test. No motor error alarms or displacement anomalies noted. Unit received with cracked case at lcd window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the device failed the displacement test. Advised the caller revert to back up plan until the replacement of the insulin pump arrives. The blood glucose reading at time of call was 168mg/dl. No further information was provided.